Manufacturer narrative:
Reported event of balloon deflation failed. A visual examination of the complaint device revealed that the balloon catheter was cut at the distal end. A functional analysis could not be performed due to the condition of the device. The noted failures likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an cre wireguided dilatation balloon was used during a procedure on an unknown date. According to the complainant, after dilatation was completed successfully, the physician was unable to deflate the balloon. The physician withdrew the endoscope with the balloon and cut the catheter in order to extract the balloon from the endoscope. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.